Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged white power cable was confirmed. System controller, serial (B)(6), was returned for analysis with a damaged white cable jacket and white strain relief. The system controller white power cable was stripped where there was jacket damage and no damage to the underlying wires was observed. The controller was functionally tested and found to operate as intended during analysis. It was able to support pump function for an extended period of time. A review of the submitted controller event log file (B)(4) spanned approximately 7 days (B)(6) 2023 per time stamp). There were no notable alarms related to power cable damage active in the log file. A root cause for the reported event was not conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that a patient whose care was transferred to the site on (B)(6) 2023 was seen in clinic on (B)(6) 2023. It was noted that the white power cable of the primary system controller had an unstable connection and silicone tape was applied. The modular cable was tangled with the black and white power cables of the system controller and had to be untwisted. No alarms were noted. On (B)(6) 2023 the patient returned to clinic to have their controller power cable repaired/replaced, and they had labs drawn. The patient refused to be admitted to the hospital and was told of the potential risks. On (B)(6) 2023 a system controller exchange was done, and device speed and hematocrit settings were verified with the physician. There were no active alarms at that time. Log files from that time did not contain any evidence that the power cable wear and tear interfered with equipment operation. Log files from after the exchange of the controller found no unusual events.